Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2011 an ams miniarc was implanted" in the plaintiff to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges the plaintiff "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury." The plaintiff's attorney also alleges that the plaintiff was "injured in her health, strength and activity, sustaining injury" and "severe mental and physical pain and suffering" and "permanent disability" as well as other damages.